Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. As the cartridge was changed, customer declined to complete the pump system check to determine a possible cause of the occlusion. Blood glucose was not impacted.